Event description:
It was reported that during the pre op testing, this complaint product did not work at all. At product evaluation investigation visual inspection of the interior of the pack found the batteries had leaked electrolyte inside the pack. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Functional testing found the device would not power on when connected to the original battery pack, but did power on and function normally when connected to the lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event.